Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. There was change sensor alarm. The troubleshooting was performed for the high blood glucose. The customer stated that they did not received the calibration not accepted and the sensor updating. The insulin pump will not be returned for analysis.